Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing issues with the pump. Clinical diabetes specialist (cds) confirmed with the customer that no alarms or malfunctions occurred. The customer's issue with the pump was that the customer did not deliver boluses during meals. Customer's blood glucose level was unknown. Although requested, no additional information was provided regarding the reported issue.